Event description:
It was reported that due during a normal end of life ipg replacement procedure on (B)(6) 2025, the extension stuck in the ipg header. The extension could not be disconnected from the header. As such, the extension was explanted along with the ipg to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The reported event that the lead extension was stuck in the ipg header port was confirmed. The lead extension broke off inside header port 9-16 when attempting to remove it. The segment of the terminal end of the extension that remained in the header port was not able to be removed. The cause of the reported event was not ascertained.